Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error code occurred. No patient injury was reported.

Manufacturer narrative:
Additional information received on 01-sep-2022 via email and attached in complaint object: there was no patient involvement and the event happened during bench test. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a sticker seal. There was no evidence of the error in the event history log. The reported problem was duplicated. Found constant alarm and error code 46510 during the investigation. An inoperable main board was the cause of the reported problem. It was recommended replacing the inoperable main board as corrective action. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on (B)(6)2022 for bubbled downstream occlusion seal. The downstream occlusion seal replacement should not adversely impact the main board.